Event description:
It was reported that patient presented for generator change procedure. During procedure, patient's coronary sinus was dissected by catheter while implanting new left ventricular (lv) lead. The lead was not installed during procedure on (B)(6) 2024. Patient was stable during and after procedure.